Event description:
The complainant reported that during impella cp support, the 58-year-old female patient became combative and dislodged the pump from their left ventricle. The pump was subsequently removed following the displacement. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement. Corrections to the initial MFR report: g1 MDR reporting contact email.